Manufacturer narrative:
Initial medwatch submitted to the FDA on 27/jan/2021. The device was returned to the apollo device analysis laboratory on 13/jan/2021. Analysis of the device is ongoing. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation and obstruction" as follows: "the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement. Gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal." "Deflated device should be removed promptly."

Event description:
Balloon removed approximately 3 months after insertion due to balloon deflation and causing a bowel obstruction.

Manufacturer narrative:
Supplement 1 medwatch submitted to the FDA on 03/22/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2021. A deflated balloon with a significant amount of discoloration was returned. There is a large slit on the shell observed with the naked eye. Under microscopic analysis, the opening on the shell was noted to have straight edges, consistent with damage from a surgical tool for removal purposes. Functional evaluation could not be conducted due to the large slit on the shell. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slit on the shell having straight edges for removal.